Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were found with no outer cover, making the device unsterile. The following information was provided by the initial reporter: "it was reported the outer cover was missing."